Event description:
It was reported that multiple cartridge alarms occurred during insulin delivery. Customer contacted primary care provider for an alternate method of insulin therapy. There was no reported adverse impact on customer's blood glucose level.